Manufacturer narrative:
During further investigation, the following was identified: maxon motors performed an extensive root-cause analysis and failure investigation. Maxon did not identify any design issues to cause this failure mode. Maxon focused on forcing malfunction by artificially damaging components to mimic improper handling during installation or service in the field. Even in the case of a forced damage, the burnt pcb areas observed by all tests have been less than by the return shipments. Concentrated oxygen or air flow may have been an influencing factor which can increase the burning or flaming effect as seen in the returned units. There have not been any systemic issues identified. We will continue to monitor complaints.

Manufacturer narrative:
Unit was returned for evaluation. Based on the concentrated damage found on the pcb assembly and on the unit's front cover, it can be determined that the fire originated internally from the motor control board. A short circuit between components on the board could have caused the fire. The soot found on the inside of the front cover suggests that the fire burned internally before melting the plastic features of the unit's front cover. The unit's other subassemblies were found undamaged.

Manufacturer narrative:
Unit has been returned for evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
The incident happened with the end user. The pt uses the unit with dc power supply and battery attached. The unit is used on the way to the doctor with no problem. On the way home, the pt aware the unit is alarming once the dc power supply attached. They unplug and plug back in, the unit if functional the way home. After pt getting off the vehicle, the unit alarms again and the fire starts right after. Provider can't provide where the fire starts, will provide additional when they receive the unit back tomorrow on 02/28/2019. Customer email back for the following inspection statement from her technician "I inspected the freestyle. My assessment is that the motor controller board, which sits atop the main circuit board, ignited the gross particle filter material behind the top right air outlet." There was no injury to the patient.